Event description:
It was reported that during implant both the (B)(4) and (B)(4) leads had apparent fractures. The leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned for analysis. Primary analysis found no anomalies. Additionally, blood/body fluid were present on the distal conductor (not obstructed). (B)(4): the full lead was returned for analysis. Primary analysis found no anomalies. Additionally, blood/body fluid were present on the distal conductor. (Not obstructed).